Manufacturer narrative:
When nakanishi contacted the dentist, the dentist refused to provide the patient ID and weight. Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (april 2018) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 22 seconds after the start are as follows: test point (1): 50.6 degrees c, test point (2): 82.2 degrees c, test point (3): 30.7 degrees c, test point (4): 26.2 degrees c. The rise in temperature was so sudden that the test was concluded 22 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the ball pockets of the bearing retainer (ball retaining part) on the cartridge rear side were worn. There were impressions, damage and debris on the ball rolling surface of the inner ring of the bearing. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by: the broken bearing due to the ingress of undesirable materials into the bearing. Abnormal rotation due to the damaged ball rolling surface and the worn ball pockets of the bearing. A lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. Failure to stop using the handpiece with abnormalities observed prior to use might cause patient burn. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual. Nakanishi also reminded the dentist to stop using the handpiece immediately and contact the authorized nsk dealer if any abnormalities are found during a check before use, as instructed in the operation manual.

Event description:
On october 18, 2018, an nsk handpiece z95l was returned from a distributor to nakanishi for repair. There was a note with the device stating that the device had overheated and burned a patient. Upon receipt of the information, nakanishi made a phone call to the dentist for further information about the event. The details nakanishi obtained from the communication are as follows. The event occurred on (B)(6) 2018. The dentist was removing caries from the patient's lower left tooth #8 using the handpiece z95l (serial no. (B)(4)). The patient was under anesthesia. During the procedure, the dentist found a one-centimeter whitish burn injury on the patient's buccal mucosa. According to the dentist, the vibration of the handpiece was different from usual prior to use. The dentist put antiseptic on the wound. When the patient returned for a follow-up visit, the dentist confirmed that the burn injury was cured.